Event description:
It was reported that the entire lead system had pulled back and was having performance issues due to the poor placement. The atrial lead had small p waves and the left ventricular lead had high thresholds. The three leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full 4193 lead was returned, analyzed and no anomalies were found. In addition, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage. (B)(4) the full 6949 lead was returned, analyzed and no anomalies were found. In addition, the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full 5076 lead was returned, analyzed and no anomalies were found. In addition, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.